Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this aortic bioprosthetic valve was implanted and explanted during the same procedure for unknown reasons. No adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that this aortic bioprosthetic valve was never fully sutured into place as the physician thought the size was incorrect. The valve was successfully replaced with another aortic bioprosthetic valve of a different size. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.